Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was over 600mg/dl. The father stated that insulin squirted while fillin, and the insulin pump alarmed. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.